Event description:
On (B)(6) 2013, the lay user/patient¿s father contacted animas to report that the patient was continually having low blood glucose (bg) excursions. The reporter stated the low bg¿s began to occur approximately 3 weeks prior. The patient reported that the patient ¿passed out¿ while in school on (B)(6) 2013 and again on the evening of (B)(6) 2013. The patient¿s father stated that the school nurse treated the patient on (B)(6) 2013 and he had to shake patient to wake up and put sugar in his mouth. On (B)(6) 2013, the reporter stated the patient obtained low bg readings of 57 mg/dl at 8am, 51 mg/dl at 9:44am, 42 mg/dl at 10:48am, 62 mg/dl at 11:14am, 80 mg/dl at 12:03pm, and 59 mg/dl at 1:12pm. The reporter informed the animas representative that the patient was given 3 glucose tablets along with food and juice. At the time of troubleshooting, the reporter confirmed that the pump was set to the correct date and time and all advanced settings were programmed as intended. The reporter also confirmed basal settings were correct. The patient¿s father reported that he contacted the patient¿s hcp twice since (B)(6) 2013 and per hcp¿s recommendation has lowered the patient¿s basal rate from 9.6u to 8.5u and then to 7.5u; however, the low bgs continue. This complaint is being reported because the patient developed signs/symptoms suggestive of severe hypoglycemia while on insulin pump therapy. Insulin pump use could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/21/2014 with the following findings: the daily insulin delivery totals correctly reflected the user's programmed basal rates. No activity outside normal use observed in the black box or download history. Flow accuracy test performed; pump passed flow accuracy test and found to be delivering within required specifications. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.